Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after a storm that all the lights are flashing on the remote monitor and the monitor will not transmit. The monitor has successfully sent in the past. No patient complications have been reported as a result of this event.